Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the distance between the renal arteries to the aortic bifurcation was short and a 124 mm length endurant was used as the main device. When the stent graft was deployed the contralateral gate got crushed in the bottom of the aorta and they were unable to get anything through the gate. The decision was made to use a talent converter from the right side to convert the device to an aui followed by a fem-fem bypass procedure. This was successful and the patient is fine. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (B)(4) patient's condition affected effectiveness of device (anatomy related; short aneurysm length), (B)(4) inherent risk of procedure (fem-fem bypass). Evaluation, conclusions: (B)(4) device failure/lack of effectiveness related to patient condition (anatomy related; short aneurysm length).